Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after attempting to fill multiple cartridges with insulin during the load process. The customer's blood glucose (bg) level was 326 mg/dl. The customer was able to load a new cartridge and resume insulin therapy. The customer delivered a correction bolus to address bg level.